Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported condition was confirmed during incoming evaluation. Inspection of the battery interface identified foreign residue present on battery interconnect contact pins. The composition and origin of the residue could not be determined through visual inspection; no definitive source could be identified. The observed residue is consistent with a condition that could interfere with reliable electrical contact between the battery and the device, potentially resulting in battery detection or communication errors. To address the verified failure, the battery interconnect assembly was replaced. Following replacement, the device successfully passed automatic and manual self-tests, and the "battery fail" message was no longer observed. No additional device anomalies were identified during post-repair testing. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.